Event description:
It was reported in a service report that the load cell is constantly causing an error message. No pt involvement or adverse consequences have been reported.

Manufacturer narrative:
Result: calibration. Mfrs investigation is still ongoing; if add'l info is rec'd, a f/u report will be submitted.